Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 977c165, serial#: (B)(4). Implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having an MRI related to their device/therapy. The hcp reported that the MRI was related to the stimulator and lead misplacement. No symptoms or further complications reported.